Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that presented 'occlusion alarm' was not confirmed. Service did not find any device issues relating to the occlusion alarm. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flogard infusion pump that presented "occlusion alarm". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.